Event description:
It was reported that during a lap cholecysectomy procedure, the clips were not firing correctly. They were not coming out correctly. They got a third device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/02/2008. Evaluation summary: the analysis results found that the el5ml device (a) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device (b) was returned in good visual condition. The instrument was cycled, fed and formed 9 clip conforming, 1 bypass and 1 malformed. In addition, the orange indicator did not showed up after the device locked out. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.